Event description:
It was reported that the user's handheld would continually freeze following successful interrogations. Reseating the flashcard would temporarily resolve the freezing screen; however, the site requested that a new device be sent to replace the non-working device. Good faith attempts to obtain the non-working device for product analysis have been unsuccessful to date. However, it is known that under certain conditions this type of screen freeze event can occur with the (B) (6) handheld computer and cyberonics (B) (4) software.